Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the product was returned with minimal signs of use, the inserter did not have the anchor attached as the anchor remains implanted, therefore anchor was not returned. One prong of the inserter tip is bent inward and almost touches the opposing prong. The knob and trigger mechanisms work smoothly, advancing, and retracting the inserter shaft. There was slight residue where the shaft meets the handle but no other obvious signs of damage. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown which lot, possible alternatives: lot# 74320-2 UDI# (B)(4), manuf date: jan 10, 2020 exp date: jan 10, 2025, lot# 71540-2 UDI# (B)(4), manuf date: may 20, 2019 exp date: may 20, 2024. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, the surgeon passed the suture to the anchor and was inserted it in the patient's burr hole. Device was pulled after normal process but the suture pulled out from the anchor. Anchor was left implanted and alternative product was used to complete surgery. Unknown which lot was used, additional lots are noted. No additional information is available at tis time.